Event description:
Unable to find cause for anemia after traditional colonoscopy and endoscopy. Capsule endoscopy performed on (B)(6) 2017. When recorder retrieved later same day unable to download study. Hospital it contacted next day and worked with manufacturer. Study was retrieved on (B)(6) 2017. Delay in test results but no harm to patient.